Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a dialyzer blood leak occurred approximately one hour into hemodialysis (hd) treatment. The blood leak was internal and reportedly visible. No dialyzer damage was visible. The machine did alarm, however, a blood test strip was still used to verify the presence of blood in the dialysate; the strip tested positive. The patient's estimated blood loss (ebl) was noted as being approximately 150ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The device was not available for a manufacturer evaluation as it was discarded by the user facility.